Event description:
It was reported by the patient that the physician recommended that the right ventricular lead be prophylactically replaced during the routine device replacement. During the explant of the rv lead, the patient experienced complications of blood loss and a collapsed lung. The lead was explanted and replaced. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event. It was later reported from follow-up received from the physician that the patient developed a hemo/numo thorax which was treated post implant and the patient is doing well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported by the patient that the physician recommended that the right ventricular lead be prophylactically replaced during the routine device replacement. During the explant of the rv lead, the patient experienced complications of blood loss and a collapsed lung. The lead was explanted and replaced. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event.